Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and was taken by ambulance and hospitalized on (B)(6) 2019 with blood glucose level of 28 mg/dl and the other blood glucose level was 35 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer stated that the other events leading to hospitalization was that they had been under a lot of stress with family members hospitalized for surgery and that there son had an asthma attack. Customer was treated with fluids and glucose drip during hospitalization. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.